Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2006 via tha. It was reported that gradually, over time, the sleeve had become more and more medial, and the lateral femoral cortex had become weaker. Then, the revision surgery was performed on (B)(6) 2020 due to the loosening of the implants. The surgeon replaced all implants with another company's implants. (The explanted cup was jidai-type cup). The revision surgery was completed without any surgical delay. The patient has deafness. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.